Event description:
It was reported that a cartridge leaked insulin. There was no adverse impact to the customer's blood glucose level. The customer was unable to locate the leak but changed the cartridge and successfully resumed insulin therapy. Technical support issued a return merchandise authorization for the faulty cartridge.